Event description:
It was reported that prior to starting a da vinci surgical procedure that frayed wires were observed on the mega suturecut needle driver instrument. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instrument's grip cable was broken. One grip cable was broken at the distal clevis hub. The cable segment stucks out at the wrist. The distal clevis hub did not exhibit any wear. The other cables at the wrist were not damaged. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the broken cable if to recur could cause or contribute to an adverse event.